Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Charge, battery lasts less than expected confirmed.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was 75 mg/dl. Customer was calling back after previously completing low battery troubleshooting within 1 week. Customer was advised the insulin pump would need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.